Event description:
It was reported by service report that the bed would not lower all the way down due to a potentiometer cable that was damaged. The customer could not determine whether there was pt involvement or if adverse consequences occurred.